Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up visit, the rv capture threshold showed an increase. The sense/pace portion of the lead was capped and replaced. The defib portion remains active.